Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead has been non-compliant their follow up appointments and has not had a device check in over two years. A recent device interrogation noted that the rv lead has had high threshold measurements and high out-of-range shock impedance measurements for the past year. A review of the therapy history identified some inappropriate anti-tachycardia pacing (atp) for supraventricular tachycardia (svt). However since implant, the patient has not required any shock therapy. No adverse patient effects were reported. Troubleshooting was performed and when the proximal coil was programmed off the rv impedance measurements returned to normal. It is suspected that the proximal coil is fractured however this was not confirmed. No intervention is planned and the patient will be monitored. No adverse patient effects were reported. The lead remain in service.